Event description:
Product problem because of suspected contamination - I performed an uneventful breast augmentation on this (B)(6) y/o patient on (B)(6) 2020, and used the inplant funnel to insert her breast implants per the manufacturer's instructions. On pod #12, she presented with a draining wound. I took her back to the operating room for a washout and implant replacement. I had a similar situation happen with 5 of 8 breast augmentations between (B)(6) 2020 and now strongly believe it's the result of some sort of contamination or inflammatory response due to the inplant funnel used. FDA safety report ID# (B)(4).